Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they met with the patient and helped them recharge. The patient reportedly had their MRI. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins). It was reported that patient needed to activate MRI mode on patient programmer (pp) but he was getting power on reset (por) message and not sure what else the screen was showing and pp didn't show the por message again but its showing the charge ins icon while on the phone. Patient stated that they saw a manufacturer representative who told them to call for assistance. Patient states MRI is for left side back, he had surgery 2011, laminectomy. Patient states he did not understand the MRI question because he had not used the pain stim implant in a year and he was saying no to a question that he was not sure about. Patient had not charged or used his implant for a year because he didn't have pain and haven't taking pain medication, he has been doing great. Patient reports yesterday he met with a rep who charged implant and ins went down back down. Patient thinks the battery is "shot" because it has been charged. Patient charged ins full couple different times and within an hour it drained and ins won't hold a charge. Patient was to follow up with the hcp. It was reviewed with the patient that if ins is depleted, ins cannot go in MRI mode. Patient stated that the implant was done two years ago but patient could not be found in the system and was not registered. No further complications were reported/anticipated additional information was reported the patient's therapy has stopped due to por. The patient reported his implant battery has developed a problem; further explained that he has been charging the battery up and got it to almost full, but he has been on the phone for half an hour waiting and the implant battery discharges in about an hour or so and the patient is hoping to get this taken care of. The patient explained that what happened was that on wednesday this week, he went to the MRI center to get an unrelated MRI done. The patient stated he got into the office and was asked to put his device in MRI mode for MRI eligibility conformation. The patient stated he went to put his device in MRI mode for conformation and he noticed the por message. The patient stated he can called a manufacturing representative (rep) and the rep told him he needed to charge his device. The patient stated the rep and him were trying to get the device charged so he can get it into MRI mode because the rep said his device needs to be charged. The patient stated he can charge the implant almost full and it discharges in one hour. The patient confirmed the programmer was showing the call the doctor icon with the warning por message on the call. No further information was reported.